Event description:
It was reported that the pta balloon ruptured during the first inflation at 14atm in the sfa. During retraction, the balloon fully detached from the catheter and was removed in its entirety using a snare. No further treatment was required. There was no pt injury.

Manufacturer narrative:
A MFR review could not be performed as the lot number is unk. The device has not been returned for eval to date. The investigation is currently underway.